Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis showed multiple abrasion marks along the lead. In particular 54 cm distal to the is-1 connector pin the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. However, a thorough analysis of the lead did not reveal any deviations that might have contributed to the reported high impedance. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. Damages such as a ruptured insulation from the ring electrode and a deformed inner coil directly next to the is-1 connector pin, probably resulted from the extraction procedure due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to noise and high impedance. Per rep, the patient presented to the clinic with noise on his lead. The impedance was high, but at implant they were low in the unipolar configuration (around 245ohms). The patient was not dependent. No adverse patient events reported. Should additional information become available, it will be added to this file.